Event description:
It was reported that during device interrogation, lead dislodgement was suspected due to pacemaker spikes without capture seen on and EKG. There was no sensing and no capture. A lead revision was performed. The lead was explanted and replaced. The patient is recovering.

Manufacturer narrative:
Analysis was normal. No anomalies were found.